Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. Additionally, it was reported that pump battery was not holding a charge. Customer¿s blood glucose level was 134-172 mg/dl. The customer declined assistance from tandem customer technical support regarding the issue.